Event description:
Pacing impedance has been trending >3000 ohms intermittently since february 2025. Noise and non-capture can be seen on hmsc recordings. Noise was not seen during an in-person interrogation on (B)(6) 2025. On (B)(6) 2025 new pacing and sensing vectors were selected that showed in-range lead values. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.